Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer was re-using cartridges. Tandem technical support informed customer that re-using cartridges, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 474-over 600 mg/dl, with reported nausea and vomiting. Elevated blood glucose levels were addressed by correction bolus via the pump.